Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bent tip clamp #4 and replaced tip clamp. The instrument was cleaned, tested without further problem, and returned to expected operation.